Event description:
It was reported via the implant patient registry that the subject device was explanted after an implant duration of approximately 6 years and 1 months (73 months). The reason for explant was not provided despite multiple attempts with the healthcare provider. The explanted device was replaced with another edwards bioprosthetic valve model 7300tfx 29mm.

Manufacturer narrative:
Report of a mitral bioprosthetic valve explant after an implant duration of approximately six (6) years. However, despite multiple follow ups with the healthcare provider, no additional information was provided regarding the reason for explant or device availability for return. Many factors can contribute to the onset and propagation of mitral bioprosthetic valve failure/explant including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.